Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. Leak testing performed ((B)(4) psi underwater pressure test) with no issues noted. Clamp function test performed with no issues noted. Clear passage test performed with no issues noted. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. The reported issue was identified through an event history log review. The cause was a false empty detected and the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient received a high drain 101 alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred after the patient had finished therapy, but was still connected to the homechoice (hc) machine. The patient had cycled power when the hc displayed the alarm. The patient did not report any symptoms. There was no patient injury or medical intervention in association with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.